Event description:
Alarm on controller screen showed vad stopped for 33 sec. History showed no assoc. Pwr or flow decrease. Controller accidentally dropped, hitting floor with no alarms. Controller changed.